Event description:
The customer returned the telescope "ultra", to olympus repair center. For evaluation of a broken window unit and funnel cup. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a broken window unit and funnel cup, bent in proximal end, scratches on the distal end, and broken lenses in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.